Event description:
It was reported that the demonstration equipment was not used on a patient. The problem was the arctic sun device did not want to draw water into the system. During the operation of the device, once the water is filled, there was low pressure which stops the operation of the equipment. Per review of wo on 03nov2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. During operation of the device, device filled. Then, there was low pressure, which stopped the operation of the equipment, weak circulation pump. Circulation pump was replaced. New calibration, mtk and stk were performed. The device passed the procedure and can be placed back into normal use. DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the demonstration equipment was not used on a patient. The problem was the arctic sun device did not want to draw water into the system. During the operation of the device, once the water is filled, there was low pressure which stops the operation of the equipment. Per review of wo on 03nov2023, there was no patient involvement. Per follow up information received via mail on 03nov2023, the device was sent to crs asslar for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the demonstration equipment was not used on a patient. The problem was the arctic sun device did not want to draw water into the system. During the operation of the device, once the water is filled, there was low pressure which stops the operation of the equipment. Per review of wo on (B)(6) 2023, there was no patient involvement. Per follow up information received via mail on (B)(6) 2023, the device was sent for repair.